Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate therapy from the device. There was atrial undersensing that caused the discriminator to not determine the sinus tachycardia. The device and atrial lead remain in use. No further patient complications have been reported as a result of this event.